Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high pacing impedance. Fluoroscopy revealed externalized conductors. The product was explanted and successfully replaced. There were no patient consequences.